Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 700 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated that they did not have the proper supplies to troubleshoot the issue at the time of the call. The customer steed at hat they will call back to trouble shoot once they have batteries for the device.